Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced battery depletion that did not meet customer's expectations. The ICD was explanted and replaced. It was also reported that the left ventricular (lv) lead had high threshold and became dislodged. The lv lead was capped and it remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.